Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged alleged visualization of particles. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found the power port has evidence of contamination. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. The humidifier showed a small amount of liquid ingress under the bottom plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes nad found the power port has evidence of contamination. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section h6 were updated in this report.